Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the damaged/faulty power supply converter board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found no light when turning the unit on, but the spare lamp came on, the power converter board was damaged, the connector socket was worn out, the lamp was over 500hrs of use, and normal cosmetic wear and tear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera elite xenon light source lamp does not light. The issue was found during a diagnostic procedure. There were no reports of patient harm.